Manufacturer narrative:
The main component of the system and other applicable components are: product ID: 8780, serial# (B)(4), implanted: (B)(6) 2013, product type: catheter. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) regarding a patient who was receiving compounded baclofen 12,000 mcg/ml at 1100 mcg/day via an implantable infusion pump for intractable spasticity. The baclofen lot number was unknown. The pump dose had been as high as 12 ,050 mcg/day. It was reported the patient's medical history and concomitant medications were unknown. An inflammatory mass/granuloma was suspected. The patient had a cat scan to rule out a granuloma. The patient had been doing really well and then started having more spasticity and pain but no signs of withdrawal. The patient had been admitted to the hospital in (B)(6) 2016 due to pain. The patient had been having increased pain and spasticity for 6 months or so. The change was indicated as sudden.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.